Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed the issue reported. The fse replaced the scroll compressor per service manual. The unit passed functional and safety tests in accordance with factory specifications. The unit was returned to customer for clinical use. The failure analysis and testing dept. Received part compressor, scroll with a reported unit failure of error code 14 upon bootup. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part compressor, scroll into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual. The fat dept. Booted up the cardiosave into clinical mode. The fat dept. Did not observe error code 14 upon the bootup. Error code 14 is a prior compressor failure, meaning the previous use of the iabp a compressor failure was detected. Directive is to replace the compressor. The vacuum and pressure regulators must be recalibrated or the power-up test fails code 14 will continue to be displayed at power-up. In this case it is possible that the regulators were not recalibrated and the power up fails code 14 continued to be displayed. The fat dept. Ran the cardiosave for four hours to heat up the compressor, and to observe any failures. During the four-hour run- time there were no problems observed. The fat dept. Powered down the cardiosave and turned it back on. The fat dept. Did not observe code 14 upon boot up. Retaining the compressor in the fat dept. Per procedure.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had a malfunction error code #14 displayed on screen after immediate start up. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.